Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 624497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and chest pain. Previously administered products included for prevent pregnancy: depoprovera (B)(6) 2007. Concurrent conditions included asthma and bacterial vaginosis. Concomitant products included azithromycin, ceftriaxone sodium (rocephin), hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2009, ibuprofen (motrin) since (B)(6) 2009, metronidazole and salbutamol (albuterol) since (B)(6) 2012. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain/abdominal area"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury/ depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced vaginal discharge ("vag. Discharge"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vag. Infect") and urinary tract disorder ("urinary probs"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge, depression, urinary tract disorder, urinary tract infection and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, urinary probs.,uti,vag. Infect.,vag. Discharge the patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2017: impression: successful, uneventful, limited hsg. Total bilateral tubal occlusion follow-up. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal discharge, vaginal discharge, pelvic pain, urinary tract infection, menorrhagia. Lot number: 624497 manufacturing date: 2007-05 expiration date: 2009-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 624497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and chest pain. Previously administered products included for prevent pregnancy: depoprovera from (B)(6) 2007 to (B)(6) 2007. Concurrent conditions included asthma and bacterial vaginosis. Concomitant products included azithromycin, ceftriaxone sodium (rocephin), hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2009, ibuprofen (motrin) since (B)(6) 2009, metronidazole and salbutamol (albuterol) since (B)(6) 2012. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain/abdominal area"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury/ depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced vaginal discharge ("vag. Discharge"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vag. Infect") and urinary tract disorder ("urinary probs"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge, depression, urinary tract disorder, urinary tract infection and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, urinary probs.,uti,vag. Infect.,vag. Discharge the patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded.; on (B)(6) 2017: impression: successful, uneventful, limited hsg. Total bilateral tubal occlusion. Follow-up. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal discharge, vaginal discharge, pelvic pain, urinary tract infection, menorrhagia. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs and mr received. Lot number was added. New events added(mr): pelvic inflammatory disease. New events added(pfs): abnormal bleeding (vaginal), menorrhagia,mental anguish, dysmenorrhea. Concomitant drugs, concomitant conditions, medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.